Manufacturer narrative:
The device was not returned to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the patient¿s driveline infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the pt's pump was exchanged due to an infection. Additional info was received from the manufacturer's clinical specialist that the pump was exchanged an untreatable driveline infection.